Event description:
During a remote follow-up, r-wave amplitude variation and noise were observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable with no consequences.